Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent via phone call that the customer experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. No details regarding symptoms or treatment methods were provided. Troubleshooting did not occur. It is unknown if the auto mode feature was active and automatically adjusting insulin during the incident. The device will not be returned for the analysis.